Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a large skin irritation under the rear therapy electrodes and bruising under the front therapy electrode. The was given a prescription which reportedly did not help. Follow up indicated that the patient decided to end use.